Event description:
Fracture of a corail stem k9s.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Further analysis could not be carried out because, no sufficient information was retrieved: the product was not returned to depuy france, the product reference could not be verified and the lot number could not be identified. The analysis confirmed the distal fracture of the stem. It could not however explain the cause of the fracture. No further analysis was possible (no product return, no batch number). Based on the above elements, the need for corrective action is not indicated. We close this complaint as undetermined and will re-open it if any relevant information is received.